Event description:
Autotransfusion apparatus was used to reinfuse pt's blood. As blood was infusing (slowly), md requested pressure be applied to bag to speed delivery. Air had not been removed from bag prior to pressure being applied so air was infused into pt. Training video and product itself do not have any alerts to avoid this problem.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, other. The device was not destroyed/disposed of.